Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that, approximately three years post index procedure the aneurysm had expanded and a distal type I endoleak was observed. The physician elected to implant a valiant distal stent graft extension and the event was resolved. No additional clinical sequelae were reported.